Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had tube tearing while using the pump and the connection burst after insulation taping. This issue occurred during setup/inspection for use (before the patient was in the room). There were no reports of patient involvement.